Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. Did the patient present dehiscence? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. No surgical or medical treatment was performed. Only the protruding part of the suture was desected. Are there any photos available for visual analysis? No photo is available. The following information was requested, but unavailable: what is the lot number? Unknown. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and barbed suture was used. Two or three months after a cesarean section, in the ward/ICU, the product protruded from the epidermis. The product was used for dermal suture. The event occurred at not around the loop part but at the middle of the suture. The suture was broken, and the suture stump protruded. The surgeon said that he used to use a non-barbed suture with continuous suture and the same event never happened. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: - wound dehiscence did not occur. - the protrusion of the suture was cut as a treatment, and it was the only treatment which was done. - it was confirmed that there was no inflammation. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.